Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314vrm implantable cardioverter defibrillator (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient came in to the hospital due to a lead integrity alert (lia) from their device. Stored data revealed a recent jump in impedance values on the superior vena cava (svc) coil of the right ventricular (rv) lead. The svc coil therapies were programmed off and the lead remains in use. No patient complications have been reported as a result of this event.